Manufacturer narrative:
(B)(4). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump had shut off unexpectedly. Review of the pump history during troubleshooting showed the customer received low power alerts and a low power alarm. The customer stated the pump battery was depleting quickly. In addition, the customer received a reset alarm and a malfunction. The customer reported receiving a temperature alarm. The customer's blood glucose level was 400 (mg/dl). The customer declined to provide the corrective action used to address bg level. The customer declined to troubleshoot the reported issues with tandem technical support.